Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to determine a conclusive root cause for the partial deflation. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood in the guide wire lumen, on the balloon, outer member and hypotube. There was contract in the inflation lumen and balloon and on the balloon, outer member and hypotube. The balloon was loosely folded. There was a bend on the hypotube 65 cm distal to the strain relief tubing. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to measure the deflation times of the balloon. This met manufacturing criteria. The returned sds was advanced and retracted through a new 6f guiding catheter with no resistance. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance analysis of the returned product was consistent with the reported information that the sds was prepared for use, advanced into the patient anatomy, the balloon inflated, and the stent deployed. Difficulty to deflate can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. The help ensure that the reported difficulties are not due to a manufacturing deficiency, 100% of the product are leak tested and a sampling of units is destructively tested to verify balloon deflation times. Dimensional analysis of the returned product confirmed that the total length of the sds was within manufacturing criteria. The indeflator used during the procedure was not returned, which may have aided in evaluation and determination of cause for the reported difficulty to deflate. A new inflation device was attached to pressurize the sds to rated burst pressure (rbp). The reported difficulties deflating the balloon were unable to be confirmed as the balloon was tested three times and the deflation times were all within manufacturing specification. It is possible that there was a faulty connection between the sds and the inflation device or that during the procedure the tortuosity at the lesion caused the sds to bend such that the flow of contrast was restricted. The failure to deflate the balloon likely contributed to the reported difficulty removing the sds, as the balloon was not fully deflated. The guiding catheter used in the procedure was not returned, which may have aided in the evaluation. However, functional testing was unable to confirm the reported difficulty, as the sds was advanced and retracted through a new guiding catheter with no resistance noted. In this case, the reported difficulty to deflate and difficulty to remove could not be confirmed. There is no indication of a product quality deficiency, but a conclusive cause could not be determined. It was noted the rx promus was used after the expiration date of 06/15/2009. If the reported date of use is correct, 06/16/2009, then the product was in fact expired at the time of use. The expiration date of the product is important for the sterility and performance of the product. The promus instructions for use states: for single use only. Do not resterilize or reuse. Note the "use by" date specified on the package. A review of the finished device lot history records did not reveal any non-conformances associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: partially deflated balloon is likely to cause or contribute to patient injury. Device issue: difficult to deflate/difficult to remove. It was reported that the stent balloon would not deflate fully and there was resistance within the guiding catheter. Multiple attempts were made to inflate/deflate the balloon and negative pressures were applied. The stent delivery system (sds) was pulled on, and with some resistance, the partially deflated balloon popped out. There were no patient effects during the efforts to deflate or remove the balloon. No patient complications occurred at the end of the procedure. No additional event or patient information is available. (B) (4)